Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient in italy who was receiving an unknown drug at the time of this event via an implantable pump which was implanted in 2012. The session data report provided indicated that low reservoir alarm occurred on (B)(6) 2016. An empty reservoir alarm occurred on (B)(6) 2016. Refill was performed on (B)(6) 2016. There were no known symptoms associated to this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported on (B)(6) 2016 that the drug in the pump at the time of the low and empty reservoirs was unknown but they had supposed baclofen. It was unknown if the low/empty alarm was heard, if the patient missed a refill, or if the patient experienced any symptoms as result of the empty pump.